Manufacturer narrative:
B3: date of event is estimated d4: the UDI is unknown as to the part/lot number was not provided. H6: medical device problem code 1494 clarifier - incorrect anatomy manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number. Literature attachment: article titled - "usage of a percutaneous closure device to repair an iatrogenic subclavian artery injury"

Event description:
It was reported via a case study that two proglide devices were attempted to directly treat/close an injury of the left subclavian artery via an 8f sheath. Reportedly the first proglide device failed to deploy. A second proglide was turned slightly caudal, successfully deployed, but failed to stop the bleeding [it is unclear whether this knot was successfully advanced/tightened]. A third proglide device was turned more cranially than the first and was successfully deployed and used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Post-procedural imaging confirmed there was no extravasation or stenosis of the left subclavian artery. Additional details can be found in the attached article, titled: "usage of a percutaneous closure device to repair an iatrogenic subclavian artery injury"

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) review could not be conducted because the lot number was not provided. Reportedly the proglide device was used use in the subclavian artery. It should be noted that the electronic perclose proglide instructions for use (IFU) states: the perclose proglide suture mediated closure and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.